Event description:
Pt had positive ckmb and troponin I (tni) results. Was treated for mi with heparin infusion before lab results returned with normal levels. Catheterization was ordered but cancelled due to results from the lab. Sample tested 2008, 4:58p results were ckmb-29.1, myo=138, tni=0.72. Redraw at 5:41pm was ckmb=23.1, myo=149, tni=0.37. 2nd redraw at 6:48pm was ckmb=20.1, myo=113, tni=0.38. Lab results on heparin sample (unk draw time) - ckmb= 3.2, tni=<0.01. Unk method. Pt was admitted for monitoring possible mi but has not reported any adverse effects due to heparin treatment.

Manufacturer narrative:
Retains tested with returned pt specimens. Product support (ps) observed high tni and ck-mb results on triage and low results on access. Ps also observed that the addition of hama interference blockers lowered tni and ck-mb signal 7-fold and 3-fold. Using a semi-quantitative hama activity elisa, ps observed for one serum sample that the amount of human anti-mouse igg was close to or above the high end of the range for normal healthy males (based on product insert). Lot review indicated no failure. Risk assessment and CAPA eval pending.